Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unk - nail head elem: tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that in 2021, the patient underwent an orif surgery with the tfna long nail for incomplete subtrochanteric fracture and was followed up. After surgery, bone union had not achieved easily, and the patient was diagnosed with pseudoarthrosis. After that, stress was concentrated on the nail, the hole for a lag screw no longer able to withstand stresses. And the nail broke. A removal surgery was performed on (B)(6) 2023. It was completed successfully with no surgical delay. A reoperation (orif) will be performed next week. The patient is a female in her 70s and has breast cancer. No further information is available. This report is for one (1)unk - nail head elem: tfna lag screw this is report 2 of 2 for complaint#: (B)(4).